Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was related to the ports was blocked. The technical support specialist connected with the hit/network team, and they confirmed that nothing was blocked from their conclusion. The field service engineer confirmed that the station was back online. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had pyxis unit was not communicating with the server the customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.